Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that an interrogation for this implantable cardioverter defibrillator (ICD) was requested due to a possible malfunction. No specific details were provided regarding the possible malfunction or patient information. No adverse patient effects were reported.